Manufacturer narrative:
The device has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4) 2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2018 with the following findings: a review of the black box showed evidence of unexplained power on reset events on the date of the complaint. The pump was powered up with the returned battery cap to a dim and discolored display. The battery cap measured within specifications, and fully tightened to the pump. The battery compartment was cracked below the grip pad, with no evidence of moisture. The pump was run for 24 hours with the returned battery cap. No reboots, power losses, or call service alarms were duplicated. The pump was opened to find no evidence of moisture or loose components inside the pump. The alleged intermittent power complaint was unable to be duplicated during investigation.